Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implantable neurostimulator (ins) has move and is loose in the pocket, which has created pain for the last 5-7 days. The patient stated that they are unsure why the ins is loose in the pocket, as they confirmed having no recent falls or trauma. They mentioned that they haven't had any trouble with the device. The patient was redirected to follow-up with their healthcare provider. Physician listings were sent. No further complications were reported or anticipated.